Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab, if any, was not returned for eval. The catheter od was measured and found to be within datascope's mfg specs. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a lab 60 cc syringe and one-way valve. With the vacuum maintained, the folded membrane easily passed through a lab 10 french, 6 inch sheath without difficulty. Probable cause of difficulty: no defect was found in the balloon's folded membrane or in the iab catheter. It was not possible to verifty the reported difficulty in the lab. Having the opportunity to examine the original sheath/hemostasis valve assembly (used with the iab) may have provided some add'l insight into the encountered problem. In general, difficulty advancing the iab or sheath into the pt or the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The dr was unable to insert the iab into the sheath. The following was reported to datascope on 1/15/98: the balloon was prepped with the syringe and the balloon was introduced into the sheath using the supplied wire. There was difficulty inserting the sheath into the pt. When the iab was approx halfway into the sheath, it became "stuck" and would not advance. The balloon appeared to unwrap as it was advanced into the sheath. The balloon was withdrawn and another iab was used with no complications. [Event complications]: none reported initially; pre-op, CABG-reported 1/15/98. Preexisting conditions: none reported initially; none-reported 1/15/98.